Event description:
There have been numerous occasions where the exams gloves used (flexal nitrile) have been breaking during their cleaning of the operating rooms post surgical. Since the technicians are cleaning the rooms and moving equipment, the workers are exposed to blood and other fluids in the event the glove tears while performing this task.